Event description:
Attorney advised pt with pre-existing left total knee replacement fractured the left distal femur in an unk accident on an unk date and a plate was implanted. F/u x-ray taken showed the plate to be fractured and the broken hardware was removed that same day.

Manufacturer narrative:
Add'l info has been requested. Manufacture site and manufacture date cannot be determined without a lot number. (B)(4): investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.